Manufacturer narrative:
According to the information received from our field service engineer (fse) the compressor mini did not work. The reported issue has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on site to investigate the issue further and found out that transformer for compressor was defective. The defective transformer was replaced. After replacement the compressor started to work properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor did not work. There was no patient harm. Manufacturer's ref.#: (B)(4).